Event description:
Discrepant estradiol results when comparing 2 methods. The results using the initial method also do not correlate with the clinical condition and ultrasound reports of the patients. The following patient examples were provided, units of measure pmol/l, sample results listed as initial/repeat: 2200/1710; 3300/2198; 5300/4348; 1900/1618; 2200/1871; 7200/6070; 900/800; 17000/12514; 7900/6205; 16000/12551; 5900/4000; 2900/2047; 10800/9310; 6700/7600; 22300/13450; 8400/6664; 14000/10448; 26000/17249; 14700/7160; 7100/5864; 9700/8338/24000/14250; 10100/7784;13000/10547; 12000/9600; 40000/22000; 18000/14000; 28000/9000; 59000/37000; 6200/4400. One additional sample was tested on 2 separate days, initial result, 1st day 9200, repeat 5800. Same sample repeated on different day recovered 9471, repeat 6774. If additional information is received, appropriate notification will be provided.